Event description:
Patient is experiencing diarrhea, jaw pain, increase in shortness of breath and excessive tiredness. Also, we are replacing cadd legacy pump, serial number (B)(4), maintenance 11/10/2018. Patient said the batteries are not staying in place and keep popping out. Did the reported product fault occur while in use with a patient: no. Did the product issue cause or contribute to patient or clinical injury: no. Is the actual device available to be returned for investigation: yes. Did we replace device: yes. Device will be replaced with this shipment. No other information provided. Did the reported product fault occur while in use with a patient: no. Did the product issue cause or contribute to patient or clinical injury: no. Dose or amount: veletri. Dates of use: (B)(6) 2017 to current. Diagnosis or reason for use: pah.